Event description:
It was reported that the insertable cardiac monitor (icm) exhibited under-sensing. As a resolution the device was reprogrammed. There were no patient consequences.

Event description:
Additional information received confirmed that the implantable cardiac monitor (icm) under sensing was intermittent.